Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are (B)(4) units in stock. Thread surface appearance of the open sample received is correct. Thread is not damaged and roughness is not found when fingers are passed along the thread surface. A sewing test on artificial skin tissue has been conducted with the sample received and fraying/unbraiding does not appear when pulling the thread through the tissue. Visual appearance can be seen in enclosed picture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: germany. It was reported that the thread is too rough and it unravels after pulling through the tissue.